Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified common iliac artery. A 7.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at nominal pressure for 20 seconds. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.